Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with central toxic keratopathy (ctk) in the right eye on day one post lasik procedure. The patient complains the right eye is blurry with haze, halos, glare and decrease visual acuity at distance. Reporter indicated a bandage contact lens was placed on the eye. Patient is being monitored.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history shows that the laser was verified successfully prior to and after the date of treatment. Corneai haze is a known side effect of refractive laser surgery and describes cloudy appearance of the cornea in response to the "wound" of laser ablation. The rainbow glare effect is a general known side effect. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the reported issue may be environmental conditions, previous patient condition, types of surgical instruments etc. (B)(4)